Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test found a tear in the internal soft cannula near the hard cannula interference section. Crystallized insulin was found in the tip of the external soft cannula, which prevented fluid flow. Fluid flow resumed when the debris was cleared from the external soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached greater than 13.8 mmol/l (249 mg/dl) after wearing the pod between 4 and 24 hours. There was insulin leaking at the needle guard.